Manufacturer narrative:
This report is submitted on august 4, 2022

Event description:
Per the clinic, the patient experienced a skin breakdown at the external magnet site that was treated with oral antibiotics. The implant remains in-situ.

Event description:
Per the clinic, the patient underwent a revision surgery in order to close the wound (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted (date not reported). There are no plans to reimplant the patient with a new device as of the date of this report.